Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact fresenius technical support for assistance bypassing an air detected in cassette alarm during drain 0 of 5 of treatment. The patient bypassed to fill 1 of 5 and began to fill about 79 ml when a fluid leak was discovered from the patient line of the cassette. A patient contact told the patient that they were no longer connected and fixed the connection. It was reported that the patient began to fill at a good rate. Upon follow-up, the patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete peritoneal dialysis treatment by reconnecting. The cassette used by the patient is not available to be returned to the manufacturer for evaluation because it was discarded.